Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 3010249; d4: medical device expiration date: 31-jan-2026; h4: device manufacture date: 14-jan-2023. D10: device available for eval yes, d10: returned to manufacturer on: 16-may-2023. H6: investigation summary bd received twenty eight 20 gauge insyte autoguard blood control winged units from lot 3010249 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities. Next, the units were tested for leakage to identify any damage that could not be identified by the naked eye but no leaks were found. No damage or defects were found to the returned units. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro shielded IV catheter sheared apart during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have received two reports of defective IV catheters- one from ems providers and one from an ed staff rn. In both instances, report of shearing of the IV catheter. No patient harm noted in either event."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro shielded IV catheter sheared apart during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have received two reports of defective IV catheters- one from ems providers and one from an ed staff rn. In both instances, report of shearing of the IV catheter. No patient harm noted in either event."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.